Event description:
Revision surgery - due to loose stem that broke through cement mantle. Humeral bone loss.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2026-01281; 510-00-006, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.